Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead failed to capture. The right ventricular lead was explanted and replaced to resolve the issue. The physician also explanted and replaced the atrial lead for an unknown reason and no further information could be obtained. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was insufficient information. As received, a complete lead was returned in one piece for analysis. X-ray inspection was performed and it was revealed that the inner coil was over-torqued at the connector region which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.